Manufacturer narrative:
(B)(6). Device manufacture date: 2011. The amo field service specialist (fss) visited customer site to inspect the unit. Fss found that the dowel pin was missing from the elbow point. Fss replaced the bottle hanger with a new one and tested it, which was fine. The unit was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that bottle hanger on the whitestar signature system had broken and the fixing pin was missing. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.